Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection the device distal 9cm section was found broken/fractured and extensively stretched. Functional inspection was not performed as the defect was visually confirmed. The optical density near the fracture point was measured and it met specification. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event is confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported user preference issue and an assignable cause of procedural factors will be assigned to the as reported and analyzed guuidewire damage, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The guidewire (subject device) was returned and received on (B)(6) 2020 for analysis and was examined. Based on the analysis of the device, the distal tip of the subject guidewire was broken/fractured and extensively stretched during the procedure. The patients medical condition was good. No clinical consequences were reported to the patient due to this event. Based in the analysis of the device, the new updated awareness date is (B)(6) 2020.